Manufacturer narrative:
Evaluation of the returned handle confirmed that the proximal end of the ruby coil pusher assembly was stuck inside. If the handle is repeatedly actuated during the attempt to detach the coil, damage such as this may occur. During the functional test, the proximal end of the ruby coil pusher assembly was removed from the handles actuator. The handle was then attempted to be functionally tested on the handle fixture and did not function as intended. A clicking sound was observed, but the actuator was not gripping the pull tube, and no further testing could be performed. Evaluation of the returned ruby coil revealed a fractured pull tube inside the returned handle. The rest of the pusher assembly was not returned for evaluation. Therefore, the root cause of the reported detachment issue could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-01366. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-01366.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a px slim delivery microcatheter (px slim), a ruby coil and a ruby coil detachment handle (handle). During the procedure, the physician advanced a ruby coil to the target vessel using a px slim and attempted to detach it using a handle; however, the ruby coil failed to detach. Subsequently, the pusher assembly of the ruby coil became stuck within the handle. Therefore, the ruby coil and the handle were removed. The procedure was completed using a new ruby coil, a new handle and the same px slim. There was no report of an adverse effect to the patient.